Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone pieces attached to the implant external threads and screw vent. The product was measured and matched print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth #3 and was used for approximately 16 days. X-ray or picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and one other related complaint for this product lot was found. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant became painful and was removed and area grafted. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant became painful and was removed and area grafted.patient to return for implant replacement.